Event description:
Trinity dual mobility revision after 4 days due to a pelvic fracture which was reported to have occurred during the primary surgery.

Manufacturer narrative:
Per (B)(4) final report in order to progress with the investigation of this event, post primary and pre revision x-rays, operative notes, patient age, patient activity level, patient medical history and an update on the patient following revision was requested, however, this information was not provided and thus the scope of the investigation was limited. The appropriate device details were provided and the relevant device manufacturing records have been identified and reviewed. All parts associated with these records conformed to material and dimensional specification. It has been reported that the pelvic fracture occurred during primary surgery when the cup was impacted and not due to the design or performance of the corin devices and thus this case is now considered closed. Please note: this report is filed with the FDA due to an event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Manufacturer narrative:
(B)(4) initial report. In order to progress with the investigation of this event, post primary and pre revision x-rays, operative notes, patient age, patient activity level, patient medical history and an update on the patient following revision has been requested, and if received, will be provided in a supplemental report upon completion of the investigation. The appropriate device details have been provided and the relevant device manufacturing records will be identified and reviewed. Please note: this report is filed with the FDA due to an event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA.

Event description:
Trinity dual mobility revision after 4 days due to a pelvic fracture which was reported to have occurred during the primary surgery.